Manufacturer narrative:
Correction: the initial MDR [6000034-2026-01071] submitted on march 27, 2026 was filed inadvertently. No explantation has occurred.

Event description:
Per the clinic, the patient experienced an infection at the implant site resulting in migration of receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2026. There are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.